Event description:
Device #1: during assembly, blood inlet port defective not allowing tubing connection to be secured; no patient involvement. Device #2: assembled. Leak noted; no patient involvement.